Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 24-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: the complaint of an alleged temperature issue was reported to have occurred on (B)(6) 2017, however, a review of the pump history and black box indicated the pump was used only until (B)(6) 2017. The black box showed no evidence of voltage excursions or pump reboots. During investigation, the pump was successfully run on a 24-hr basal program with no reboots, power loss or overheating occurring. The complaint of a temperature issue was not duplicated during investigation. There was no defect found. The battery returned with the pump was found to have signs of overheating and a shrunken label.